Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the psm to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported issue during power up.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the customer was not able to use arm 1; specifying that the arm was not free to move. Customer tried to restart system, reseat serile adapter, instrument, verified the drape with no success. The surgery was subsequently postponed. Isi followed up with the site's robotic coordinator and obtained the following additional information: the patient was under anesthesia and the ports were placed when the issue occurred. The system was inspected prior to use. The customer stated that they tried to call dvstat but did not reach anyone. The patient was under anesthesia for 2hours and 10 minutes and was reported to be doing fine.